Manufacturer narrative:
(B)(6). The lot was manufactured between september 17, 2018 - september 19, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. The leaks were discovered during mixing of unspecified drugs. There was no patient involvement. No additional information is available.